Manufacturer narrative:
(B)(4). Batch # t5cz0l. Device analysis: the analysis results found that the tlc55 device was received with no apparent damage and with a cartridge reload loaded on the device. The reload was received with 9 drivers up along staple line, and the swing tab in the unlocked position. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. It should also be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when unpacking the stapler, it looked like it was already fired. The staplers were not attached to the reload and was laying loose in the packaging. The surgery was delayed by 5-minutes. Replaced with same like device and the procedure was successfully completed.